Event description:
It was reported that this pacemaker was not properly working and patient concerned heart rate will go down below thirty beats per minute. Boston scientific technical services consultant (ts) referred patient to the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.